Event description:
A distributor contacted stryker to report that a customer's device was not outputting guidance. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No low battery fails were recorded and throughout the investigation, the red status led did not flash outside of specification. Additionally, no fault was found on the membrane, the status leds or the led drive circuitry on the pcba that would have resulted in the reported issue. The root cause of the reported problem could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted stryker to report that a customer's device was not outputting guidance. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.